Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect alarms and damaged battery wires was confirmed via log file analysis and submitted images. A review of the log file contained data spanning approximately 15 days ( on (B)(6) 2023 per timestamp). On (B)(6) 2023 from 20:00:18 ¿ 20:00:29, on (B)(6) 2023 at 9:27:01, and between (B)(6) 2023 at 22:01:05 to (B)(6) 2023 at 7:55:27, while connected to batteries, intermittent power cable disconnect alarms activated due to white and black power cable faults associated with both power cables being outside the expected voltage range. The alarms were not associated with a power source exchange and resolved shortly after each time. Pump operation was not affected. The heartmate ii system controller (s/n: (B)(6) was shipped for return; however, the system controller was never received and tracking information was not provided. If the system controller is received at a later date, the complaint will be reopened. Customer submitted images revealed damaged power cable connectors with duct tape covering the white power cable. Per the provided information, the patient places their 14 volt batteries in their pockets, causing twisting of cords. It was stated that the controller was exchanged; however, power cable disconnect alarms continued to alarm. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate ii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect alarms. The heartmate ii patient handbook, rev. C, section 10 ¿safety checklists¿ instructs users to regularly inspect their equipment for damage, including damage to the system controller¿s power cords, and to obtain replacements if needed. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR #2916596-2023-08819 and related MFR# 2916596-2024-00032. It was reported that the patient had been having power cable disconnect alarms since (B)(6) 2023, despite having both power sources connected. No ventricular assist device (vad) off alarms were seen on interrogation. The patient's driveline and battery wires were extremely frayed and tape made up most of the patient's driveline. The patient did not use a bag, and instead placed their batteries in their pockets, causing more twisting of cords. Log files captured several odd power cable disconnect alarms throughout the event history starting (B)(6) 2023. There did not appear to be any issues with the driveline. The patient's system controller was exchanged on (B)(6) 2023, but the patient continued to have power cable disconnect alarms overnight. Additional log files captured a few power cable disconnect alarms the morning after the controller exchange that did not appear to be associated with a power exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.